Manufacturer narrative:
(B)(4). The homechoice evaluation was completed. No abnormalities were identified during internal and external inspections. The device failed the rite (returned instrument test evaluation) electrical test due to current leakage. All power supply voltages measured per print. The ground resistance measurements of the power entry module were out of specification limitations. The pump was disconnected from the device and the ground resistance stabilized at the proper ohm levels. Further inspection of the pneumatic tubing and piston foam revealed no further issues. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The issue was verified during sample analysis. The cause of the rite failure was determined to be a malfunctioning pump. The pump was scrapped, and the device was sent for servicing. A CAPA has been initiated for the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. As the device failed during evaluation, there was no patient involvement.

Manufacturer narrative:
(B)(4). The homechoice was returned and an evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.